Event description:
Overhead trapeze fell onto the bed while nurse was doing dressing change on patient's sacral wound. Patient was turning so did not come into contact with trapeze when it fell. Technical assessment performed by biomed is that trapeze clamp and screw was bent. Will be working with manufacturer and rental company on follow up.